Event description:
The surgeon implanted a toric silicone lens model aa4203tl and was damaged during implantation. The facility stated that a capsule tear occurred and a vitrectomy was performed. When the lens was removed, there were no other pt injuries indicated. The model and lot numbers of the cartridge and injection used during surgery were not provided by the facility.